Event description:
Caller reported a malfunction on pump, with no notable events occurring prior. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump and provided information for future resets. Caller was instructed to continue using pump and to call back if same malfunction code recurs, which was understood and acknowledged.